Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found frame grabber and varian errors and warnings which prevent the ias from exiting the ¿initializing systems, please wait¿ state. Recommendations were offered to work around issue if it occurs again.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant message was showing "system initializing , please wait" in remote desktop. Generator showing not ready. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.